Event description:
It was reported that when the anchor was introduced into the whole it disintegrated. The appropriate dilator was used for bone preparation. No patient injury was reported.

Manufacturer narrative:
One 4.75mm healicoil rg sa anchor was returned for evaluation. Insertion device was not returned. Visual assessment of the anchor confirmed the reported complaint of breakage. The anchor was returned in six pieces of varying sizes. Dimensional assessment of the anchor is prohibitive due to its returned condition. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture.